Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-nov-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown, 500 mcg/ml, 60 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the catheter had a tear/hole/fracture. This was diagnosed during a revision. The patient had fluctuating symptom relief, which occurred suddenly. The fracture was found (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the tear/hole/fracture was not determined. The symptoms were resolved. The patient's weight was unknown. The device was functioning well. No further complications were reported.